Manufacturer narrative:
A third-party service agent performed an evaluation of the customer¿s device and was able to verify the reported issue. The customer will receive a replacement device. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not detect the opening of the lid. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.

Manufacturer narrative:
The initial MDR report with FDA reference# 0003015876-2025-00030, submitted on 01/03/2025, was submitted in error. This report was found to be a duplicate of the initial MDR report with FDA reference# 0003015876-2025-00026, submitted on 01/03/2025.

Event description:
The customer contacted stryker to report that their device would not detect the opening of the lid. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.